Event description:
On the morning of wednesday (B)(6) 2011, my dentist put a invisalign orthopedic device, made by align technologies, made of plastic in my mouth, to be taken out only when I eat or drink fluids other than water, to be worn 20+ hours/day, including while sleeping. I wore them as per instructions. By the morning of friday (B)(6) 2011, my tongue was chalky white on top, very cut up on the bottom, and swollen. I went to my dentist, who trimmed the device. This helped with the cut, but by friday evening (B)(6) 2011, my lips were numb, yet swollen so tight that I could not, between my thumb or forefinger, fold or squeeze them; my tongue was more swollen and very sensitive, so that when I put food in my mouth it hurt, my throat was sore, and I had a white sore at the left-side corner of my mouth. I then had 2 events of rapid uncontrolled breathing, one late in the day (at work) and one when I got home. I have no known allergies, but one of my brothers is allergic to penicillin. I decided I was having an allergic reaction that was worsening. The only thing that was new was the invisalign, and I took the invisalign out. I debated going to the emergency room, but decided to wait and see. I washed my mouth out with cool water. That night my lips started to feel like they were burning. They continued to swell slightly, but after midnight began to shrink. By sunday (B)(6), they were normal, but looked chapped or burned; my sore throat went away by then also. The sore on my lip disappeared overnight (B)(6). My tongue returned to normal by monday (B)(6). I had no more instances of rapid breathing, had I, I would have gone to the emergency room. I am seeing my dentist tomorrow (B)(6).